Manufacturer narrative:
Visual inspections were performed on the returned pouch. The unspecified failure mode could not be tested as the device was not returned. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a unspecified prostyle issue was noticed. The sutures of two new prostyle were successfully pre-placed. The sheath was upsized to 14f, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.